Event description:
On 2/4/97, the customer contacted co via the 1-800 line. She reported erratic readings, when using the unit to monitor her son, whom received a mumps, measles, and rubella shot 4 days earlier. No healthy baseline had been established on the child, yet she disbelieved the readings of 98-99 f, because her son felt "hot to the touch". Customer service reviewed proper technique and recommended that she clean the unit. After cleaning it, she continued obtaining readings which were low in her opinion, but she did not call back. The week following the vaccination, she used the unit 2 or 3 times. About 2 hours before the febrile seizure on 2/7/97, a reading of 99 f was obtained, as best she can remember. Though she believed her son's temperature was higher, because he was "playful" she did not contact her physician, nor did she administer any treatment. The child seized, the paramedics arrived at the house a few minutes later, a temperature of 100.3 was obtained. The doctor explained some children are prone to seizures and experience them event when the temperature is not severely elevated.